Manufacturer narrative:
Lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly. After examination of the lens, the broken haptic was due to being handled in a dehydrated state. Furthermore, lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.

Event description:
Lenstec received an email stating that "trailing haptic cut off during insertion. Lens explanted"